Event description:
An endurant iis stent graft system was implanted in a patient during the endovascular treatment of an abdominal aortic aneurysm. It was reported the endoleak was observed during the index procedure. The physician performed pta using a medtronic balloon to treat the tear, but the endoleak remained. The patient was discharged from the hospital with the type iii endoleak. A follow up CT was carried out and no endoleak was observed. Approximately 2 years post the index procedure, the patient presented with pain syndrome and the type iii endoleak was noted. Intervention was performed where an endurant limb was implanted and the endoleka resolved. The cause of the type iii endoleak is undetermined and the physician did not think that any calcification/tortuosity/thrombus contributed to the endoleak. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1613c124ee, serial/lot #: (B)(6), ubd: 15-nov-2023, UDI#: (B)(4) ; product ID: etlw1613c124ee, serial/lot #: (B)(6), ubd: 05-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the videos provided. Lack of pre-implant cts did not allow for a thorough assessment of the p re-implant anatomy, and endoleak interrogation via selective angiograms (i.e., injecting contrast from different levels within the stent graft system) was not available for review to determine the exact location of the endoleak. It is likely that this endoleak was a type iiib fabric endoleak from abrasion due to possible interaction between the calcification present within the aorta and the stent graft. The endoleak reported to have occurred during the index procedure could not be confirmed as procedural imaging was not available. It is possible that this endoleak was a type IV endoleak which self-resolved within 30 days post-procedure, as there was no evidence of endoleak on cts taken 7 weeks post-index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that the type iii seen on the endoleak was the same endoleak observed in the same place 2 years post the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.